Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, prime, and excessive no delivery tests. The insulin pump primed properly. The insulin pump was received with minor scratched display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump squirted insulin during manual prime. Customer was disconnected during prime, no numbers appeared on the screen and no beeps heard leaving prime not possible. Customer reported blood glucose reading was 133.2 mg/dl advised customer to return insulin pump for analysis. No further information provided.